Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances. Technical services (ts) discussed troubleshooting options. At this time the rv lead has been explanted, as well as the implantable cardioverter defibrillator (ICD) with an allegation of malfunction. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances. Technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.